Manufacturer narrative:
The customer checked inside the instrument to see if an assay cup was laying around, but there were none. The customer also confirmed a probe was not bent. The field service engineer determined the pinch valve failed to operate properly. The pinch valve was replaced and the issue was resolved.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. Scheduled maintenance was performed on the analyzer on (B)(6)2022. On (B)(6)2022, the customer encountered errors on the analyzer indicating abnormally low signal. The patient sample was tested during this time. The sample initially resulted in a ft4 value of > 7.77 ng/dl accompanied by a data flag. The sample was repeated, resulting in a value of 1.15 ng/dl. The ft4 reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.